Event description:
Jackson pratt inserted as part of a constavac drain. Routine post operative x ray shows a 1cm piece of drain in situ post drain removal. Pt asymptomatic. Drain has no marking on the tip to indicate whether the drain is complete upon removal. Suggest that markings at the proximal end are instituted. Thank you. Reason for use: total knee replacement.